Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband reservoir was leaking and also had air bubbles. The customer¿s blood glucose level was unknown. The customer reported that the location of the leak was plunger and also had air bubbles. The insulin pump will not be returned for analysis.